Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case, clean pneumatic tap area with alcohol wipe or lint-free cloth, and reload same cartridge, which did not resolve issue, so technical support guided customer through filling and loading new cartridge using proper technique, after which cartridge loaded successfully and insulin delivery was resumed.